Manufacturer narrative:
No patient was involved with this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the site was contacted for patient information and it was reported that there was no patient involved with this event.

Manufacturer narrative:
A software investigation was initiated; however the site declined system servicing or investigation of the event, therefore unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system became unresponsive during a case. The representative did not have any more info as to where they were in the software or any patient information. They were walked through the software and 71% of space was being used. Software functioned normally, but they couldn't find a patient with a registration to go forward to navigate task and did not have tools to test navigation anyway. The was no delay. There was no reported impact to patient outcome. No additional information was provided.